Event description:
When the device was used during a laparoscopic central hernia repair the introducer penetrated through the abdominal wall into the surgeon's glove, penetrating the surgeon's finger. There were no further consequences.